Manufacturer narrative:
The customer was provided with a replacement glidescope titanium lopro t3 blade and the reported device will be returned to verathon for further evaluation. At the time of this report, the reported blade has not been received by verathon; however, the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3 blade, the image would disappear intermittently. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.